Event description:
It was reported that this right atrial (ra) lead was fractured and exhibited loss of capture. Subsequently, this lead was surgically abandoned. A new lead with different model was implanted. No additional adverse patient effects were reported.